Event description:
It was reported that an unspecified malfunction/issue occurred. The sensor was inserted into the arm, which is off-label usage of the device. The date of the event is an approximation. On (B)(6)2024, it was reported by the parent that the patient experienced no readings after the sensor potentially came displaced from the insertion site in the arm. As a result of no readings, the unspecified pump could not access hybrid closed loop insulin delivery. The patient experienced headache, pain while urinating, ketones, increased thirst, dry mouth, stomach pain, lightheadedness, weakness, and dry mouth. The patient presented to the emergency department where the bg was euglycemic; however, he had ketones. The patient was given IV fluid. The patient was well during the call a week later. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6: health effect clinical code - dysuria